Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in desdren, germany. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Patient 1 pump was replaced in order to fix the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the manufacturing year of the unit (2005), it cannot be ruled out that the most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to a patient pump 1 during procedure. There was no patient injury.